Manufacturer narrative:
Physio-control evaluated the customer's device and three sets standard hard paddles. Physio verified the reported issue. It was observed that one set of standard hard paddles would not charge the device and displayed "paddles leads off". The other standard hard paddles were observed to have non-critical issues. Physio found the customer's device to be operating properly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer will need to replace their standard hard paddles.

Event description:
The customer contacted physio-control to report that they have 3 sets of standard hard paddles that are not functioning properly with their device. One set of hard paddles display "connect cable" when the charge button on the paddle set is pressed. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.